Event description:
It was reported that every time customer tried to change the battery on the insulin pump the settings such as time is gone and needs to be reset. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected alarms were noted. The insulin pump was reset with the correct data and time and monitored for 24 hours with no time/date or settings erasure noted. The insulin pump was received with a cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.